Manufacturer narrative:
The lead was returned and detailed analysis is pending.

Manufacturer narrative:
The complete lead was returned. Visual examination noted cuts in the insulation 418-419 mm and 420-422 mm from the terminal pin. Insulation lead testing failed due to cuts. The lead dislodgment could not be verified through analysis.

Manufacturer narrative:
A request was made for product return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had become dislodged. As a result the physician elected to use a different lead based on the patient's anatomy. No adverse patient effects were reported.

Event description:
--